Event description:
Patient was on the on table and it was decided to use the o-arm to take images. When the images were completed, the door would not open and the patient was still on table and could not be removed. The company was called and provided technical assistance to have arm released.======================manufacturer response for o arm, o arm (per site reporter).======================they performed service by adjusting gantry dingus and performed rotor offset calibration.